Event description:
We were informed on (B)(6) 2023 about an upcoming procedure regarding a patient that will undergo an explant of their spinal cord stimulator due to persistent infection. The name of the manufacturer was not provided; however it is not a device manufacture by boston scientific. No further details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.